Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during preventive maintenance testing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation could not reproduce the reported undetected upstream occlusion. The device was found to be operating within specification.